Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, there was bubbling at the anastomosis. There were healthy donuts, staple line was complete, but when they did the leak check, there was bubbling at the anastomosis. To resolve the issue, they oversew the staple line/anastomosis. Surgical time was extended for 30 minutes or more.